Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the patient was experiencing abdominal pain, and a revision was scheduled for (B)(6) 2018. This event occurred on (B)(6) 2018. It was unknown if any factors may have led to this issue. There were no further complications reported as a result of this event.